Event description:
Caller (pt's father) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 4.4. Date: (B)(6) 2012, inratio: 2.2, lab: 1.5. Time between testing on (B)(6) 2012: immediate. Pt's therapeutic range: 2.5-3.0 inr. On (B)(6) 2012, pt's coumadin was withheld for two days based on inratio result. Dosage was then dropped from 2 mg to 1 mg for a day. However, no lab testing was performed.

Manufacturer narrative:
Per complaint issue, pt used venous sample to obtain inratio result on (B)(6) 2012. Per product insert, "the inratio/inratio2 system is designed to use fresh capillary whole blood. Plasma or anticoagulated whole blood should not be used." For this reason, no further comparison analysis of this reported result is appropriate. No data analysis was performed for inratio result obtained on (B)(6) 2012 since no corresponding reference or repeated inratio testing was performed. No product is expected to be returned. In-house testing was performed with retained strips. Result comparisons met accuracy criteria. Investigation results for retained strip lot #284353: donor 1: 1st inr: 3.1, 2nd inr: 3.0, 3rd inr: 2.7, ref: 2.75; bias threshold: 1.75-3.75. Donor 2: 1st inr: 2.4, 2nd inr: 2.2, 3rd inr: 2.5, ref: 2.12; bias threshold: 1.12-3.12. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Because this occurrence rate is below the action threshold of (B)(4), corrective action is not required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.